Event description:
It was reported that the device adjustment ring blocked. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the tube can't be extended or retracted, the collar was stuck. The likely cause of the failure was identified as the distal bearing was broken. It was also noted that the dial was dented internally, the spindle housing was worn, the output drive shaft was worn, the laser markings were faded, the color ring was faded. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.